Event description:
It was reported that the insulin pump alarmed and was stuck in the prime loop. The mother also mentioned that insulin squirted out during the manual prime process. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had a missing end cap sticker.